Manufacturer narrative:
Block b3: exact date unknown, event occurred a year (5 months ago) from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experiences that his stimulator turns on in the middle of the night involuntarily. The patient underwent revision procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experiences that his stimulator turns on in the middle of the night. The patient underwent revision procedure.